Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 11-years-old male child patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump and multiple daily injection, but on (B)(6) 2023, the patient went to emergency room and was subsequently hospitalized due to high blood glucose level. He had high ketone level which the healthcare professional assessed as dangerous or life threatening, and his highest blood glucose level was 564 mg/dl. Further, the patient was transferred to the intensive care unit. Moreover, the infusion set was used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Moreover, this similar issue occurred with five similar type of infusion sets within last six months and the issue occurred within three hours of insertion. Furthermore, the issue occurred within three hours of insertion the site location was patient's abdomen or his back. The blood glucose level at the time of event was 400 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.